Event description:
Clinic reports that a kinked blood pump segment was noted on a first use arterial reuse line after pt complained of chest pain 3 hours and 20 minutes into treatment. The blood flow rate was 400ml/min. The pt was sent to the emergency room. Hemolysis was not confirmed and pt was released that day. Sample is available. The clinic reports that the pt died the next day. Follow-up conversation with the director of nursing on may 24, 00 indicates that the coronor's report indicating the cause of death will not be available for 4 weeks. The director of nursing stated that the medical director does not feel the death was related to the event. The nurse indicated that the pt had a history of sickle cell anemia, drug addiction and self mutilation. The emergency room report was not available due to non disclosure. The nurse indicated that the pt would show up for treatment sporadically and often asked to be taken off of treatment prior to completion. Nurse also indicated that because of the sickle cell anemia the pt required frequent transfusions.